Event description:
The customer reported that the ventilator alarmed and shut down when the backup battery depleted. The customer reported the device was in use on a patient and there was no patient harm. The facility biomedical engineer reported it was not known why the device was operating on the backup battery. The biomedical engineer reported the battery was too depleted to charge. As the device is out of warranty, the biomedical engineer contacted manufacturer's product support (pse) for assistance. Pse advised the customer to evaluate the power management pcb board for replacement. Per the device user manual, the battery is intended for short-term use only, not as a primary source. The user must pay close attention to the battery's charge level and alarms indicating the unit is operating on battery.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.